Event description:
It was reported that a pericardial effusion and perforation occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system. Prior to the start of the procedure a small baseline pericardial effusion was observed. During the procedure, several attempts were made to cross the interatrial septum. Eventually the transeptal puncture was successful and the closure device was implanted. After implant of the closure device, a pericardial effusion was noted in the right atrium. The patient was hemodynamically stable and a pericardiocentesis was performed. The procedure concluded and the patient was transferred to recovery. While in the recovery unit, the pericardial effusion persisted and the patient underwent surgery to repair the perforation in the right atrial appendage. No further patient complications were reported.